Event description:
Procedure type: gastric bypass. According to the reporter: the device did not close or hold the needle in place properly. They tried reloading several times, and the needles kept falling out (outside patient cavity). They opened a new device to complete the case. There was no delay in or time, bleeding, or patient injury reported.

Manufacturer narrative:
Date of initial report sent: 05/14/2009.